Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a fall on (B)(6) 2017, and now there are impedance issues. A manufacturing representative found the following impedances when testing the patient¿s system at 3v: c<(>&<)>3 4772, 0 <(>&<)>3 5731, and 1<(>&<)>3 5011. It was reported that the impedances do not affect the patient¿s therapy. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the patient had been seen in the hospital by their neurologist; however, the results of that visit are unknown. No further complications are anticipated.